Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57416be01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 57416be01 was identified.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The alinity I syphilis result was 0.34 (nonreactive), and the gold standard and tppa were positive. On (B)(6), one patient¿s syphilis result was 0.34 s/co. The negative result was reported to the clinical physician. The patient had a history of high-risk contact. On (B)(6), the patient came to provide a new blood sample for testing, and the result was 6.57 s/co, positive. Additionally tested for tppa; the tppa result was positive. The patient was confirmed to have a syphilis infection. The user retrieved and retested the (B)(6) sample, and the retest result was 0.42 s/co, still negative. When the (B)(6) sample was tested using the colloidal gold test strip, the result shown was positive. No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The alinity I syphilis result was 0.34 (nonreactive), and the gold standard and tppa were positive. On june 27, one patient¿s syphilis result was 0.34 s/co. The negative result was reported to the clinical physician. The patient had a history of high-risk contact. On july 9, the patient came to provide a new blood sample for testing, and the result was 6.57 s/co, positive. Additionally tested for tppa; the tppa result was positive. The patient was confirmed to have a syphilis infection. The user retrieved and retested the june 27 sample, and the retest result was 0.42 s/co, still negative. When the june 27 sample was tested using the colloidal gold test strip, the result shown was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.